Event description:
Boston scientific received information that one month post-implant, this device was indicating the battery was a quarter of the way depleted. The patient is ventricular paced 97 percent of the time. Automatic capture was programmed on and the next follow-up appointment was scheduled for six months. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.